Event description:
During service, the baxter technician reported 2 battery discharges below alarm threshold.

Manufacturer narrative:
Evaluation was completed on 12 october 2005. During service the baxter technician reported 2 battery discharges below alarm threshold. Batteries were recharged. Review of the complaint history reveals similar reports have been received for this product for the reported issue.